Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the jaws would no longer open while on tissue. They were manually removed and there was no patient injury. The device was returned to the MFR and visual inspection discovered that the webbing was protruding.